Event description:
It was reported that the patient presented for scheduled implant procedure. During the procedure, it was noted that the newly implanted right ventricular (rv) lead failed to sense and capture. The rv lead was not used, and an alternate lead was implanted on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis didn¿t find any anomalies.